Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Date of event is an approximation. On 09/15/2023, it was reported that the pediatric patient experienced a sensor error. The parent was preparing breakfast when the patient came down complaining about her not feeling well and having terrible headache. They took a bg reading which was 600 mg/dl. The parent treated the patient with 8 to 9 units of humalog insulin. The patient was vomiting but stopped after the treatment and the parent took her to the hospital. The parent noticed the sensor error. The parent called the endocrinologist and was advised to take the patient to the ER. The patient as treated at the ER with an unspecified oral medication. At the hospital they took a bg but the parent couldn´t remember the value. The patient was discharged the same day. At the time of the report the patient was fine. N o product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.